Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fill resistance was experienced with multiple cartridges. A fourth cartridge was successfully filled. Additionally, it was reported that a cartridge leaked from the septum. The customer continued to use this cartridge, although tandem technical support had advised against using the cartridge for insulin therapy. Customer's blood glucose level was 174-175 mg/dl.